Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed, but no changes or intervention was performed. There were no patient consequences.